Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "I need to speak to somebody regarding the textured allergen implants that have been recalled", "I have had multiple issues with my implants which have resulted in multiple hospital visits", including "sever capsular contracture" and now "type 1 diabetes which I'm sure is linked to the implants". This record relates to right side. Device remains implanted.

Event description:
Patient reported "I need to speak to somebody regarding the textured allergen implants that have been recalled", "I have had multiple issues with my implants which have resulted in multiple hospital visits", including "sever capsular contracture" and now "type 1 diabetes which I¿m sure is linked to the implants". This record relates to right side. Device remains implanted.